Event description:
Codman valve shunt placed into pt. Md felt that the shunt was not working properly and that it was going in the wrong direction, valve was removed and a new one placed which functioned properly.